Event description:
It was reported that the mother of a patient called-in to obtain information on the implants her daughter received during an acl surgery. She was told they are titanium and wanted to know if they are 100% titanium or a titanium alloy. She did not want to provide any specific information and stated she would obtain the information she was seeking from the surgeon instead. Follow-up investigation: patient's mother called back to report the part number used was ar-1588rt. Reporter stated that the patient had a left acl repair done on (B)(6) 2014. Approximately 3 weeks after surgery, patient began to experience fever and loss of range of motion in her left knee. Approximately one week later physician drew fluid from patient knee but did not find anything. An MRI was later done with contrast and surgeon decided to perform a procedure to clean out around the screw. Culture was taken but nothing was found as the patient had been diagnosed with osteomyelitis at that time. Range of motion had returned but patient was still experiencing low grade fever. Patient is not diabetic or lactose intolerant. Reporter mentioned that patient has had reactions occasionally to some jewelry.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.